Event description:
There was an allegation of a questionable total protein gen.2 result from the cobas c 703 analytical unit for one patient. The initial result was 4.85 g/l. The repeat result on (B)(6) 2026 using another analyzer was 72.4 g/l. The repeat result was deemed to be correct. The sample was repeated because there was a clinical request.

Manufacturer narrative:
The total protein gen.2 reagent lot number is 932865, and the expiration date was not provided. The investigation is ongoing.